Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 332 mg/dl, 166 mg/dl, 171 mg/dl. Tests were done within 20 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.